Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had reached an eri (elective replacement indicator) battery status earlier than expected. Because of this the physicain was dissatisfied with the longevity of the device. It was further reported that the ICD was displaying longer charge times following the delivery of a shock. Poor sensing was observed when the lead system was tested through the ICD verses the pacing system analyzer (psa)